Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed leak tests. The pump and reservoir were visually inspected and underwent leak and functional testing. No visual damages nor abnormalities were found in neither of the components. Both components passed leak and functional testing. Rear tip extenders were visually inspected and microscopically examined; however, no damages were found upon inspection. Based on the information available the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) perforated the patient's penis which caused an infection. The device was explanted. No additional patient complications nor device issues were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) perforated the penis, resulting in an infection. The device was explanted. No additional patient complications were reported.